Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the injection valve drive linkage was loose. The fse removed the injection valve and tightened the linkage. The fse ran hba1c patient controls and quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: 718 inj. Valve error. The injection valve is operating abnormally. The rotor seal of the valve requires replacement. If the error occurs many times, contact technical support. The most probable cause for 718 injection valve error was the injection valve linkage was loose.

Event description:
On (B)(6) 2017, a customer reported 718 injection valve error on the g8 instrument. The customer attempted to reboot the instrument but the error persisted. The customer was unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.